Event description:
It was reported that the customer had a meter that will not send blood glucose readings over to the pump. Customer stated that the pump has a full battery but they do not know the last time the meter was changed. Customer was advised to charge the meter and gave the number to troubleshoot the meter. No further assistance required. Customer called back and customer was assisted with checking the meter option was turned on. It was found that it was turned off. Customer was able to successfully transmit blood glucose level to the pump. Customer's blood glucose level is 332 mg/dl. Customer treated with a bolus. Customer stated that their blood glucose level was about 400 mg/dl. Customer stated their blood glucose level was high because she had been at the hospital for someone else all day and had not had a chance to check her blood glucose level. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.